Event description:
Two months post uae, left sided pelvic pain. Being evaluated for problems with pancreas, urinary tract infection, gallstones, kidney stones, and continued growth of fibroids. Unsuccessful antibiotic trial. Drs now say fibroids need to be removed. Treated with steroids and narcotics unsuccessfully. Unable to return to work or care for family secondary to severity of pain.